Manufacturer narrative:
While performing the field investigation, the hill-rom field technician was told, "another pt got his head stuck, but nurses were able to free him." This event occurred on feb. 25, 2007. No other information was given regarding this event.

Event description:
Pt had his head wedged between the bed frame rails. The pt's head was bruised due to the entrapment. The fire department was called because the facility was not able to free the pt. The bed was not equipped with the siderail upgrade kit.